Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 63, 246, 195 mg/dl. Tests were done within >10 minutes with a difference of 64%. Customer is not using control solution. Pt did not experience any adverse events. No further info has been reported.